Event description:
It was reported via repair work order that the left and right siderails were not functional due to siderail cable malfunction. It was also reported that the footend lift was stuck elevated due to power coil malfunction. It was further reported that the power cord was damaged with exposed electrical wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.